Event description:
The customer contact reported the device did not sound an audible alarm tone. The device was returned to the materials management distribution department from the biomedical department with a note that stated, "no audio alarm." There were no reports of any adverse patient events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.